Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported failure but the monitoring pc board was replaced which was not returned for investigation. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Several alarms were generated indicating an insufficient ventilation or a leakage in the patient breathing circuit; expiratory minute volume low, peep low and respiratory rate low. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, there was a stop of ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).